Event description:
On (B) (6) 2010, pt reported he has had some elevated blood glucose levels. Pt stated he was running high for 2-3 days in between meals. He stated he changed his infusion site thinking that would help but he was still running high. Pt reported he then checked his basal rates and they were all set 0.0. Pt reported he has reset his basal rates and his blood glucose levels have now returned to normal. Educated pt to always press the check key twice to confirm and save when programming rates. Pt's normal blood glucose range is 65 - 160 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.